Manufacturer narrative:
This report is submitted on september 24, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 8, 2019.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. Section has been updated. This report is filed on december 10, 2018.